Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlv30 instrument was fired and the tissue would not remove from the jaw (finally was able to remove). Another instrument was used to complete the case. There was no conseqeunce to the patient. The device was discarded.